Event description:
Customer's husband to report high blood glucose. Blood glucose reading was 460 mg/dl. The customer had treated with manual injection. The insulin pump had alarmed for no delivery due to bent cannulas in the past. Troubleshooting was performed. No anomalies were noted. Advised that a tubing clamp will be sent so that a high pressure test can be performed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.